Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b8, d5, e1 (initial reporter, event site email), e2, e3, e4, g2. A getinge field service engineer (fse) was dispatched to evaluate the issue. Upon inspection, the fse identified error code 16 and confirmed that no fiber optic waveform could be obtained during fiber optic testing in service mode. The fse replaced the front end board. Following the repair, the unit displayed a pressure waveform during fiber optic testing. The unit passed all functional and safety tests per factory specifications and was returned to the customer for clinical use. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure. The fat dept. Performed the fiber optic test. The fat dept. Verified a fiber optic waveform. The fat dept. Could not replicate the complaint of not able to get a fiber optic waveform. The board passed testing. Probable cause of failure lies with the fiber optic cable, or the system was not zeroed to achieve a waveform. Retaining the board in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump is not transducing the correct pressure, there were no patient harm or injury reported.